Manufacturer narrative:
(B)(4). The reported event could not be confirmed because no sample (console or case data) was returned for evaluation. The device history record (DHR) review was performed and no evidence was found to indicate a manufacturing related cause. The probable cause of this event could not be determined because no sample was returned for evaluation. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the inserting clinician experienced difficulty when placing the catheter with the use of the vps. The ECG calibration was successful. During insertion, the clinician received a green arrow. However, the catheter ended up in the patient's internal jugular. As a result, the catheter was removed and a new one was placed by interventional radiology. There was a delay in treatment with no patient harm and no patient death or complications reported. It was noted the patient was in a-fib. They were placing a cdc-35052-vps catheter.